Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint can be verified. Result based on the history analysis the pump had a high power consumption. A defective component in the power supply path leads to a leakage current. Therefore, a battery change has to be performed frequently. Due to a quick discharge of the battery, the w2 "battery low warning" did not alert the user but the e2 "battery empty error" occurs.

Event description:
Patient reported, the infusion device did not show the w2 (battery low) alert. Patient stated, the device immediately showed the e2 (battery depleted) error message. Patient reported, the infusion device switched off after that and there was no w2 found in the device history. Patient stated, there were no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.